Event description:
It was reported that the user experienced hypoglycemia to 53 mg/dl after a meal announcement while using the ilet system, and a field representative recommended a factory reset due to suspected maladapted meal dosing; the user treated with oral glucose and later called back to complete the reset, with device-related details otherwise unclear. Symptoms included hypoglycemia and confusion or disorientation. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.